Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for 1 patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 58 new sample = <5 repeat initial sample result = <5 pg/ml. Overall population diagnostic cutoff = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75633ud00. Device history record review for lot 75633ud00 did not identify any non-conformances, potential nonconformance's, or deviations. The overall performance of alinity I stat high sensitive troponin-I reagents was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 75633ud00 was identified.

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for 1 patient. The following data was provided: sid (B)(6),processed on (B)(6) 2025 initial result = 58 new sample = <5 repeat initial sample result = <5 pg/ml overall population diagnostic cutoff = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. Complete information for section a1 patient identifier is (B)(6). All available patient information was included. Additional patient details are not available.